Event description:
The customer reported the ventilator was alarming due to a an occlusion with no air output during operation. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported the blower was failing due to a loose connection. The service technician will replace the blower to address the reported problem.